Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. (B)(4). Product investigation has not been completed; no conclusion could be drawn, as no product was received. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017. The patient was originally implanted with a trochanteric fixation nail, helical blade, and unknown screws on a unknown date. The patient subsequently experienced a non-union and these parts were removed. The removed devices were intact. The patient was revised to a plate. There was no surgical delay. No information regarding the patient status as well the procedure status was provided. This complaint involves three (3) parts. This report is for a helical blade. (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 456.301, lot# 7912846. Manufacturing location: (B)(4), manufacturing date: jan 29, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 80mm nonsterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.